Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was over 500 mg/dl. Customer stated that the customer woke up with the blank display. Customer stated that the insulin pump had no delivery alarm and failed battery alarm, however they ignored the alarm. Customer stated that the insulin pump screen had scratches and the battery cap was striped. The insulin pump will not be returned for analysis.